Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology - 95% stenosis, calcification and tortuosity). Deformation problem (stent deformed). Evaluation conclusions: known inherent risk of procedure (stent deformation). Device failure related to patient condition (lesion morphology - 95% stenosis, calcification and tortuosity). (B)(4).

Event description:
The physician was attempting to use an endeavor resolute drug eluting stent to treat a lesion in the lad. The lesion exhibited 95% stenosis, calcification and tortuosity. The device was inspected prior to use with no abnormalities noted. During the surgery, the lesion was pre-dilated however the endeavor resolute could not pass the lesion, resistance had been encountered. When the stent was removed it was found that the middle of the stent was damaged. The physician used a new endeavor resolute to complete the procedure. No patient complications reported. Evaluation summary : the device was returned for analysis. The stent was positioned between the marker bands as per specifications. The mid stent struts were raised and deformed. The 1st distal stent segment was flared . Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).